Manufacturer narrative:
The device history records were reviewed and it was confirmed that the lot met all release criteria. The complaint sample has been received and is currently being evaluated. Based on the information known at this time, the results are inconclusive and the root cause of the event is unknown.

Event description:
It was reported that allegedly, the user was unable to collect a tissue sample. Reportedly, according to the doctor, he felt that the needle was different from others, previously used, upon puncturing for a prostate biopsy. After the needle was replaced with another one, the tissue could be collected properly. No patient injury reported.